Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture diagnosed by ultrasound. Ultrasound report showed left side ¿deformed¿, ¿broken subpectoral implants¿, ¿signs of calcific adhesive capsulitis¿, ¿linear images, with rupture inside the implant shell (linguine sign), associated with a round exterior containing t2 hyperintensity (serum drops)¿, with visual signs of hypertrophic, fibrous capsulitis around the entire prosthesis, which is 17 mm thick, with an irregular border with visual signs of extracapsular silicone and the fibrosis interior due to extracapsular rupture¿ this record relates to the left side. The device remains implanted.